Manufacturer narrative:
Device evaluation: the device related to the reported event rupture was received on (B)(6) 2023, with lot number#: 3372065. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on anterior side assessed, as surgical damage. Additional observations: crease is observed. Nick striated is observed, assessed as surgical tool scratch like. White particles were observed, on the shell. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, left side exchange with no complaint against the device. Later, healthcare professional reported, left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side exchange with no complaint against the device. Later healthcare professional reported left side rupture. Device has been explanted.